Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the hand piece gear was stripped and the device totally seized/stopped. The tissue that was being morcellated was extremely calcified. Another hand piece was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2009-00229, medwatch 2210968-2009-00230 and medwatch 2210968-2009-00231. The same patient is represented in each medwatch.